Event description:
The customer reported the bending tube of the colonovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was white residue foreign material in the jet tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, water tightness was lost due to a pinhole on the bending section cover, the play of the up/down and right/left knob did not meet the standard value due to wear of the angle wire, the bending angle in the up direction did not exceed the standard value due to deformation of the bending tube, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was not removed because reprocessing could not be conducted properly due to breakage of bending section cover and leakage. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.